Event description:
It was reported that the patient passed away due to an unknown reason during their sleep on an unknown date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A report was received from funeral home in which they reported that the cause of death for the patient was due to a seizure disorder of unknown etiology. The explanted device is not available for return per the funeral home. No other relevant information has been received to date.

Event description:
It was later reported that the device was available for return. It was previously stated that this device would be unavailable for return.

Event description:
Later, the devices were received by the manufacturer and underwent product analysis testing. A high impedance condition was identified during this testing. This occurred ~ 1 year prior to the patient's passing.